Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) level ranged from 200 mg/dl to displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.